Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported from the burn unit, that the spring wire guide (swg) was inserted into the right femoral vein without any problem. There were two dilators used, but it was difficult. According to the physician, one of the two dilators presented in the kit is not stiff enough and the swg becomes twisted at the level of the subcutaneous tissue. The swg broke into two segments during the withdrawal. The swg broke itself at the level of the subcutaneous tissue. The broken portion of the swg was removed by performing a surgical intervention: incision of the skin, withdrawal of the part and suture of the skin. As a result, the physician replaced the same catheter via subclavian vein, but he used the dilator which was from another double lumen catheter because it is stiffer than the one in the (B)(4). The outcome is that the patient is fine.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.